Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Section d: information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had system problem rm03 was appearing on the controller when trying to recharge the implantable neurostimulator (ins). Agent had the patient (pt) reset the controller during the call. Pt saw the setup/pairing screens. Agent was guiding the pt through the pairing when pt then reported that the recharger cord was getting really hot where the cord connected into the paddle. The issue was not resolved. A request was sent to the repair department to replace the recharger.